Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect after a reprogramming session on (B)(6) 2013. It was also reported the patient could not keep his balance, had fallen, and his "speech was off." The caller reported the patient's settings were "messed up" and the device was "not working." The patient's device was reportedly turned down as low as it would allow. It was also reported the patient had an appointment scheduled to meet with their healthcare provider on (B)(6) 2013. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 37642 lot# serial# (B)(4), product type programmer, patient product ID: 37085-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 37085-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 3387s-40 lot# v260017, implanted: 2009 (B)(6), product type lead product ID: 3387s-40 lot# v260017, implanted: 2009 (B)(6), product type lead. (B)(4).